Event description:
A caller reported a malfunction on the pump, specifically identified by the malfunction code malf 12. There was no adverse impact on the customer's blood glucose level. The patient was unable to troubleshoot or reset the pump at the time of the call but planned to reset the pump and continue with insulin deliveries, with the option to follow up for further assistance if needed. There was no additional information about any prior notable events before the malfunction, and the issue had been reported previously.